Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date: unknown. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: dec 4, 2012. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that a device was received broken into pieces with a request for repair. It is not known when or how the device became broken. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: as a first step, the production volumes were examined for deficiencies. The raw material certificate is in accordance with the specifications. The hardness on the hardness test record also corresponds with the specifications on the drawing. The test report on which the relevant measurement at this time has been determined shows that all have been manufactured according to the drawing. The returned part was measured as much as possible. No deviations of the specifications could be found. A product investigation was completed: review of the device history record showed that this part was manufactured in december 2012 according specification. There were no issues during the manufacture of the product that would contribute to this complaint condition. Based on the provided information we are not able to determine the exact root cause of this occurrence. It is likely that a mechanical overload did lead to the damage of the received device. There was no indication for product related issues. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.